Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.3, lab: 3.9. Pt's doctor adjusted his coumadin dose due to meter inr result.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.3, reference; 3.9, mean: 2.60, confidence limits: 1.6-3.4. Customer performed comparison tests four hours apart. There is a high possibility that the discrepancies are due to pt's biological variability. There is no sufficient information to determine the cause of customer's test result discrepancy. Returned meter and retained strips were tested and results did not reproduce customer's observation. Test result comparisons met accuracy criteria. Functional testing was performed on returned meter and results did not find any product deficiencies. Internal inspection of meter revealed no apparent indication of contamination or physical damage resulting from device abuse or misuse. As of 10/06/2010, for discrepant result complaints were reported for lot #234526 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Investigation results for returned sn (B)(4) and retained strip lot #23526. Sysmex result for the both donors is above 2.0. The minimum 2 out of 3 replicates for each donor are within the acceptable bias variance of +/-1.0. No further action is required.